Event description:
The customer reported line artifacts on x-ray images after the portable detector had been dropped several times. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4). Philips field service engineer went on site and investigated the affected portable detector. He performed a pixel and gain calibration on the detector, but it could be confirmed that this problem still exists. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer investigated on site and performed a pixel and gain calibration of the affected detector, but without success. The detector needs to be replaced. A quote for the exchange of the defect detector was sent to the customer, but they did not order it until it had expired. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.